Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that variability with sensing was observed with this implantable cardioverter defibrillator (ICD). A minor blips had also occurred intermittently and air bubbles were seen during implant. The technical services then explained that possibly it could be caused by the air. No adverse patient effects were reported.